Event description:
The pump was returned to animas for worn keypad symbols. During evaluation the bolus button was found to be inoperable and contamination was observed under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button symbol was found to be worn off but the keypad rubber was intact. The keypad buttons were found to be responding appropriately. The keypad was removed and contamination was found under the button contacts. The bolus button was found to be inoperable. The button was removed and contamination was observed under the button contact. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Also unrelated to the complaint, the display screen was found to be faded and discolored.